Event description:
It was reported that there was a malfunction resulting in significantly lower delivery of agent then the set values. The unit was replaced and case resumed. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The agent delivery board was replaced to resolve the issue. Block a: no patient information provided to date after requests 10/14/25 and 10/28/25.